Event description:
Info received indicates the bed exit will turn itself off after being plugged in for a couple of hours.

Manufacturer narrative:
The facility's maintenance replaced the bed exit board to repair the bed.